Event description:
The customer used the device to check their blood glucose prior to dinner and they obtained a result of 176 mg/dl. They took their normal dose of insulin and immediately began to feel sick. Emts were called and they checked pt's glucose at 18 mg/dl. Pt was treated with a glucose IV and spouse gave them a power bar to eat. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.